Event description:
It was reported that the classic philips intellivue information center (piic) running on a hp ml350 was not working. The philips application is locked up. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the classic philips intellivue information center (piic) running on a hp ml350 was not working. The philips application is locked up.the device was in use on a patient. There was no report of patient or user harm.